Manufacturer narrative:
(B)(4). B1: adverse event and/or product problem- correction. B5: describe event or problem ¿ correction. D5: operator of device code- correction. D9: device availability ¿ correction. H2: type of follow up- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.